Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year nine months post filter deployment, CT scan performed for chest pain demonstrated a detached filter limb in the pulmonary artery. Approximately two years nine months post filter deployment, the detached limb was removed and the patient remained in the hospital for approximately three weeks. There was no report if the filter was retrieved at the same time as limb removal. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported that approximately one year nine months post filter deployment, CT scan performed for chest pain demonstrated a detached filter limb in the pulmonary artery. Approximately two years nine months post filter deployment, the detached limb was removed and the patient remained in the hospital for approximately three weeks. There was no report if the filter was retrieved at the same time as limb removal. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and migrated to rll pa. The device was removed percutaneously. The patient reportedly experienced chest pain and shortness of breath; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2015).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one year post filter deployment, patient presented with chest pain. Subsequently CT revealed linear dense structure was noted in the medial basal segmental artery of the right lower lobe. Few days later, a chest x-ray showed metallic foreign object overlying the medial aspect of the right lower hemi thorax and most likely a fractured embolized strut from the ivc filter. Subsequently, the filter was successfully removed from the ivc. Therefore, the investigation is confirmed for detachment. However, the investigation is unconfirmed for migration as the filter was successfully removed from the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2015).

Event description:
It was reported that approximately one year nine months post filter deployment, CT scan performed for chest pain demonstrated a detached filter limb in the pulmonary artery. Approximately two years nine months post filter deployment, the detached limb was removed and the patient remained in the hospital for approximately three weeks. There was no report if the filter was retrieved at the same time as limb removal. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and migrated to rll pa. The device was removed percutaneously. The patient reportedly experienced chest pain and shortness of breath; however, the current status of the patient is unknown.